Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit displayed an error code. It was further reported that the bulb was replaced.